Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with blood in the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There is a pinhole in the balloon 1mm from the distal markerband. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that balloon leak occurred. The 70% stenosed, 15mm in length, concentric, de novo target lesion was located in a mildly tortuous, mildly calcified and 3mm in diameter right coronary artery (rca). The lesion contained a <=45 degree bend. A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilation; however, balloon leak was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.